Event description:
It was reported by service report that the bed was stuck in high height due to a damaged lift power coil cable with exposed wires. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: lift power coil cable.